Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-02276. It was reported the patient had a heart attack following the scs system's permanent implant surgery, before the stimulation was turned on. Additional information obtained identified as of (B)(6) 2018 the patient remains implanted and continues to use the scs system without any further issues.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-02276.